Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revised triathlon tibia due to instability. Poly insert was found to have broken fragments off posterior edges medial & lateral.